Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that when the physician came off ablation with the foot pedal, the maestro 4000 generator continued to deliver radiofrequency (rf). During an ablation procedure, the physician came off ablation with the foot pedal and the generator continued to deliver rf. They hit the rf button on the remote control to terminate rf. No patient injury occurred. The case was completed successfully with no other issues. The generator has been upgraded with the new firmware.